Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a broken arctic sun device that had a fault temperature control inaccurate. They believed these were on service contract and need the unit repaired. Per follow up review of wo on 01sep2023, the device was visually inspected, and no physical damage was found to the unit. The reported issue could not be reproduced. Temperature cable socket worn.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a broken arctic sun device that had a fault temperature control inaccurate. They believed these were on service contract and need the unit repaired.